Event description:
It was reported that an inappropriate shock and inappropriate antitachycardia pacing was delivered for supraventricular tachycardia. No malfunction was alleged against the device. The device was reprogrammed to resolve the event, and the patient was in stable condition.